Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Observed the sensor plug is properly seated. No signs of fire, smoke, electric shock, or explosion was observed. The sensor was de-cased and a visual inspection as performed on the pcba (printed circuit board of assembly). Observed loose component on the pcb. The sensor was sent for further investigation. The freestyle libre puck was examined and no external damage to the puck was observed. Sensor puck found to be in state 5 (indicating normal termination). Current was applied to the sensor to perform sim vivo testing while in the test fixture. All results were within specification. No damage was observed during visual inspection of the internal components of the sensor. Observed the returned puck¿s battery was intact with no damage. The battery voltage was measured and it was within specification. Observed the battery decoupling capacitor, component c14, was loose. The capacitor shows signs that it was forcibly dislodged from the pcba. This likely occurred during the de-casing process performed by the original investigator. There was no evidence of unauthorized de-casing performed by the customer. Therefore, the issue is not confirmed.

Event description:
Customer reports an electric shock when scanning their freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock when scanning their freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.